Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. The performance data was evaluated. The allegation was confirmed. The probable cause was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background. No injury or medical intervention was reported.